Event description:
The customer reported the facility questions the magnesium content of the bag. Per the reporter, a l&d patient was receiving solution from compass code 2k2408 and lot 01083116, the patient's serum magnesium levels were being drawn and the rate of infusion was being titrated accordingly. It was reported that the mg serum level was "5 something" and the rate of infusion was decreased and the serum level was drawn and was found to be higher at "6 something". It was reported that the patient was experiencing symptoms of mg toxicity and this is why the rate of infusion was lowered, and for the monitoring. There was no report of patient injury. No clinical details or timing of infusion titration vs. Lab draws was provided. Serum magnesium level fell rapidly after infusion was discontinued.